Manufacturer narrative:
The customer technical support (cts) provided troubleshooting assistance over the phone and the customer replaced multiple consumables that included electrodes and ise tubing to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported obtaining erroneous patient results on multiple assays including sodium (na) and chloride (cl), on their au680 clinical chemistry analyzer (part number b12188, serial number (B)(6). There was no report of erroneous patient results reported outside of the laboratory. There was no report of change to treatment, injury or death associated with this event. The customer did not provide patient demographics.